Event description:
Wheel gets "stuck".

Manufacturer narrative:
It was reported that "right front wheel of the product was getting stuck". Due to this, she almost fell over causing her right arm hit the wall. She states her right arm still hurts but she is not going to go to the doctor for it. She did take tylenol for the pain. She stated her "bone still hurts when she touches it". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.